Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. There was no damage to the area where the foreign material was detected. However, a definitive root cause could not be determined.  The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the customer did not presoak the endoscope in the detergent solution. In addition, the customer could not confirm whether the device was precleaned after procedure or whether the distal end was wiped during manual cleaning. The events can be detected and prevented in accordance with the following sections of the instructions for use:  the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect the suggested events.  The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter on the tip nozzle, objective lens and illumination lens. There were no reports of patient involvement.